Event description:
The manufacturer received information from a customer alleging that the turbine is making whistling noise which is disturbing at night. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned and evaluated by a third-party service center. The device evaluation found that multiple parts were contaminated with dust and dirt. There were no reportable error codes listed as occurring as a result of the dust/dirt contamination after the error log was reviewed, but multiple parts, including the machine flow sensor, were replaced. After these parts were replaced, the device failed the system leak verification: pressure drop over 10s test step during testing. The device was not in patient use during testing, when the issue was observed. The device's machine flow sensor was reset to address the issue. The device was re-test and passed. Additionally, unrelated to the test fail, the blower assembly was replaced due to dust and dirt contamination. The replacement of the blower assembly should address the issue of the turbine making a whistling noise.